Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.

Event description:
It was reported that during use on a patient an alarm sounded on the cardiosave intra-aortic balloon pump (iabp) and the iabp unexpectedly shutdown. The iabp was switched with another and therapy continued. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient an alarm sounded on the cardiosave intra-aortic balloon pump (iabp) and the iabp unexpectedly shutdown. The iabp was switched with another and therapy continued. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The fse was unable to reproduce the issue. However, the fse found communications in the fault logs and replaced the video generator board (0670-00-0781) to resolve the issue. The iabp then functioned normally. The iabp was returned to the customer and cleared for clinical use.

Manufacturer narrative:
The date received by mfg (g4) reported in follow-up report #2 was incorrect. The correct date received by mfg (g4) is 17-jul-2020.

Event description:
It was reported that during use on a patient an alarm sounded on the cardiosave intra-aortic balloon pump (iabp) and the iabp unexpectedly shutdown. The iabp was switched with another and therapy continued. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient an alarm sounded on the cardiosave intra-aortic balloon pump (iabp) and the iabp unexpectedly shutdown. The iabp was switched with another and therapy continued. No patient harm, serious injury or adverse event was reported.